Event description:
It was reported that difficulty was experienced with the guide wire during stenting of a marginal artery. The guide wire distal tip (floppy part) was separated from the guide wire and was left in the artery. There was no adverse patient sequela and no clinically significant delay in the procedure. The guide wire was used during the procedure with 4 balloons and 1 stent. The separated guide wire piece is well visible at radiology. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.